Event description:
It was reported that during a follow up post paced t wave over sensing on ventricular lead was noted on a stored egm of device. The patient did not receive therapy. Reprogramming the ventricular post paced threshold and ventricular post paced decay delay was discussed. Performing an induction test at the patients maximum pacing rate to test the decreased sensitivity settings was also discussed. Device remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.